Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) lead contacted their physician complaining of a cough and overall malaise. Troubleshooting identified loss of capture (loc) due to high threshold measurements. An x-ray revealed that the lead appeared in the same position but pointing slightly downward. A perforation was suspected but not confirmed. Surgical intervention was performed. The lead was explanted and replaced.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted that the complete lead was returned with stylet in the lead body. The helix was retracted and dried blood/tissue was present around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.